Event description:
It was reported that the user experienced a downward-trending glucose at 81 mg/dl, ingested two snack cakes to treat the perceived low, did not drop below 70 mg/dl, and later observed a hyperglycemic reading of 396 mg/dl after a recent supply change while using the ilet system. Symptoms included low and high blood glucose readings. Outcomes included the need for troubleshooting and education regarding appropriate hypoglycemia treatment to prevent rebound hyperglycemia. Investigation included customer support review and user coaching on hypoglycemia management and device use. Investigation of this case revealed user-related overtreatment of hypoglycemia with excessive carbohydrate intake, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to hypoglycemia overtreatment.

Manufacturer narrative:
Initial.